Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to rain water while he was hiking. The blood glucose at the time of the incident was 95 mg/dl. Troubleshooting was not able to resolve the issue. The customer stated that the device was not functioning and was vibrating without an alarm or alert. The device was returned for analysis.